Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage on the internal battery from the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress, damaged housing, damaged battery clip. The reported event of a power module internal battery issue was confirmed with the returned power module (serial # (B)(6)). The power module was received at european distribution center. The unit booted up as intended; however, a red battery alarm activated shortly after relating to the internal 12v battery. The internal 12v battery was replaced to resolve the issue. The returned battery was measured at 11.83v as received. Using an external power supply, it was attempted to charge the battery. The battery measured at 12.5v after four hours. The red battery alarm recurred after connecting to a test power module. The testing determined that the sealed lead acid battery was unable to hold charge. A root cause that led to the internal battery not holding charge could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (rev g). Under section 3, ¿powering the system¿, outlines how to use the power module. Also, under this section, indicator symbols on the front panel of the power module illuminate to indicate the charge status of the power module backup battery. Table 3.1 describes the indicator symbols. Under section d, ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.